Manufacturer narrative:
Additional information b5: additional information was received which indicated an extra stiff non-medtronic guidewire was used during the implant procedure. This guidewire tip was not manipulated prior to use and was inspected prior to use for bends, kinks, coil separations and other damage. The guidewire was found to not be torqued or twisted. The guidewire position was visually monitored using two projections to ensure guidewire placement and stability. The guidewire was reported as successfully placed, allowed the valve to be positioned, and was safely removed from the patient without the need for wire exchange. It was noted that the patient¿s left ventricular hypertrophy and severe bend of the descending aorta were patient related conditions that contributed to the effusion and tamponade. Per the physician, it was possible that the valve or non-medtronic guidewire contributed to the injury, but no direct evidence was identified. No additional adverse patient effects were reported. Updated g1 - manufacturer's contact name, phone, and email. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was not required as the event description did not indicate a potential manufacturing issue. The valve was not returned, thus, no product analysis could be performed. Images were submitted for review. The image review did not show signs of pericardial effusion. However, as mentioned in the source documents, the patient had severe abdominal aorta tortuosity that can lead to higher tension and force on the delivery catheter system (dcs). A buddy wire technique was used to straighten the aorta, so a non medtronic wire was inserted in both left and right femoral access to add stiffness inside the catheters. Per the image review, during the dcs insertion, the wire in the ventricle looked stretched. The first deployment attempt ended with a dislodgement of the valve. During the second deployment attempt, the stiff wire was again pushed in the ventricle. The severe tortuosity increased the tension on the system and might have contributed to ventricular perforation together with ventricular hypertrophy. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. A conclusive cause could not be determined but the pericardial effusion was a likely contributing cause. Intravenous fluids and medication were administered and a transesophageal echocardiogram showed a pericardial effusion and tamponade. Pericardial effusion and cardiac tamponade are known effects that could occur after cardiac procedures due to procedural complications. In this case, it was noted that the patient¿s left ventricular hypertrophy and severe bend of the descending aorta were patient related conditions that contributed to the effusion and tamponade. The patient¿s severe tortuosity was also cited by the medtronic image review as a potential contributing cause. Per the physician, it was possible that the valve or guidewire contributed to the injury, but no direct evidence was identified. No issues with the use of the guidewire were reported. Thus, with the available information, a conclusive root cause could not be determined. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated h6 - eval code method, eval code result and eval code conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the patient became hypotensive and hemodynamically unstable. Intravenous fluids and medication were administered. A transesophageal echocardiogram showed a pericardial effusion and tamponade. A pericardiocentesis was performed, 300cc of blood were removed from the pericardium, and blood pressure was restored. One unit of blood was transfused. A pericardial drain was left in place; the patient was monitored in the intensive care unit without further issue. The drain was removed less than 24-hours later and the issue was resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.